Event description:
Received information from hcp in 2006 showing the patient had presented with ulceration over his pulse generator; resulting in removal of both the pulse generator and connector device. Patient had provided to the manufacturer that their ins site was discolored and painful and that they could barely recharge the ins unit. The report from the hcp indicated treatment instituted for infection included placing the patient on IV antibiotics. Additional information was requested from the hcp, but was not provided at the time of this report. It is unknown whether perioperative antibiotics were administered. The date of onset of the reported infection was not provided. The current patient status is unknown and the hcp did not indicate whether cultures were obtained. No pre-existing patient risk factors were reported to the manufacturer. No report of product explant has been received. A supplemental MDR follow-up report will be filed to FDA if additional information becomes available.